Event description:
It is reported that during surgical procedure in 2007, the scrub nurse could not get the nail to thread onto the driver. She discovered a small metal shaving loose on the implant. The nurse opened the next size and it threaded with no problem.

Manufacturer narrative:
Eval summary: thread damage could be due to cross threading of the locking bolt and then driving the nail. The mating component was not returned for analysis. The metal shaving on the top flat surface of the nail may be due to threading while improper seating of the barrel with the rectangular slots of the nail. This can be ensured by aligning the etched arrow on the nail to that of the barrel while assembling. The leading threads show gouging damage. Review of the device history records did not find any deviations or anomalies. There is no indication that design or manufacture contributed to this outcome. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.